Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 4568-45 lead, implanted: (B)(6) 1999. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The implantable pulse generator (ipg) system was explanted. It was further noted the patient passed away approximately one month later. Attempts to obtain additional information regarding the patient¿s death have been unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's cause of death was pneumonia. It was noted that the pocket infection had led to a lead extraction, which was complicated by shock and eventual hospital acquired pneumonia.